Event description:
It was reported by the customer that on four occasions, the product is slipping and leaking fluid when it is time to inject. The needle does not lock. No information was received regarding any serious injury as a result of this reported issue.